Manufacturer narrative:
Customer returned pump for an alleged audio/vibrate anomaly/absence of alarm, bolus delivery/history anomaly and low bgs found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-sep-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-sep-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 726250 (72.625 u). Daily total of basal insulin delivered: 319250 (31.925 u). Daily total of bolus insulin delivered: 407000 (40.7 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beep anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. The pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 28-sep-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 15:11:00.000, on (B)(6) 2023 15:21:00.000, on (B)(6) 2023 16:16:00.000. On (B)(6) 2023 16:51:00.000. On (B)(6) 2023 02:50:00.000, on (B)(6) 2023 03:00:00.000. On (B)(6) 2023 02:30:00.000, on (B)(6) 2023 02:40:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 18:20:19.000, on (B)(6) 2023 18:21:58.000, on (B)(6) 2023 18:32:00.000. On (B)(6) 2023 01:38:05.000, on (B)(6) 2023 01:48:00.000, on (B)(6) 2023 02:08:00.000. On (B)(6) 2023 03:16:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 11:34:43.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:36:49.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:03:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 10:50:35 pm. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. Audio/vibrate anomaly/absence of alarm and bolus delivery/history anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 46 mg/dl at the time of the event and 150 mg/dl at the time of the call and reported that the insulin pump was not providing audio sound for the low blood glucose alert. Troubleshooting was performed and found that the customer was treated with a food intake. The customer was not reporting symptoms as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was not applicable. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.